Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on lcd board. No audio/beep anomaly noted. Unable to confirm insulin pump alarm and unable to perform any tests due to blank display. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced audio/beep anomaly, program alarm anomaly and blank display. The customer's blood glucose value was 125 mg/dl. The customer stated that the pump made a high pitch noise after pump rest. The customer inserted new battery and the screen was blank. The product was returned for analysis.